Manufacturer narrative:
Siemens has completed an investigation of the reported event. The problem was identified as a software error of the ias (image acquisition system). In the event of an ias error, the system remains operational in regards to the procedure and fluoro and acquisition are still possible without limitation. Following the exchange of the ias-pc, the system works as specified and the issue did not recur. The manufacturer is not considering further actions resulting from this event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. The customer reported that when the fluoro switch is pressed, the ias reboots. There is no report of impact to the state of health of the patient involved.